Event description:
The practical nurse reported the following event, "residues of polystyrene on the nail when opening".

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a review of the DHR documents revealed no deviation for the instrument returned. The reported event could not be confirmed as the original packaging had been opened and the alleged contamination could not be verified.

Event description:
The practical nurse reported the following event, "residues of polystyrene on the nail when opening."